Event description:
Pt reported the infusion device displayed an e8 power interrupt error. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for eval. A preliminary eval revealed the soft components of the housing are worn down heavily. Therefore, moisture entered the infusion device and destroyed the functionality of the buttons and the electronics. The e8 power interrupt error and the shutdown/restart of the infusion device are consequence errors of the damaged electronics due to liquid ingress. Add'l info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.